Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17247310.

Event description:
It was reported that the patient experienced loss of therapy. No device malfunction was suspected. All components were explanted and discarded. No further information has been obtained despite good faith efforts.